Manufacturer narrative:
The investigation for the reported issue has been completed. Data analysis: the case associated with the reported complaint on the (B)(6) was resumed on april 18, 2025, with the pump sn: (B)(6). Note: this pump was moved from (B)(6), which was used from april 9, 2025, to april 18, 2025. During this period, there was no ¿air in purge system ¿ alarm.¿ on (B)(6), during support on the complaint date, june 14, 2025, the console displayed event #404: ¿air in purge system ¿ alarm.¿ the rt log shows that the purge pressure does not increase by more than deltaairpress (5 mmhg) during the first forward movement after the return stroke. The user performed two de-air procedures, and one cassette change procedures, but event #404 was not resolved. This aligns with the reported failure mode. Note: there was no evidence in the cloud to confirm the claim that ¿staff switched impella to another console and the alarm continued to persist.¿ device analysis: this console was tested after arriving at fs. Although it was unable to reproduce the ¿air in purge system¿ alarm by performing the cassette change and de-air procedure, the purge pressure accuracy was not within specifications. When applying an external pressure of 100 mmhg, the aic displayed only 86 mmhg, whereas the expected range was between 90 = pr = 125. Root cause: the root cause of the ¿air in purge system ¿ alarm¿ was most likely an intermittent malfunction of the purge pressure sensor. H6 investigation type, findings and conclusions.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support and, during support, the automated impella controller developed a purge issue requiring device replacement. The patient had experienced a cardiac arrest and was found to have multivessel coronary artery disease. An impella cp device was initially placed for mechanical circulatory support. Due to ongoing cardiogenic shock and the need for continued hemodynamic support, the decision was made to escalate from impella cp to impella 5.5. While on impella 5.5 support, an air-in-purge alarm was triggered on the automated impella controller. The care team attempted to purge the line; however, semi-continuous purge alarms persisted. The impella 5.5 device was then connected to a second console, yet the purge alarms persisted despite the equipment change. The impella 5.5 pump was explanted. The patient¿s procedural outcome was unknown at the time of reporting.

Manufacturer narrative:
The impella console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: updated h3 to device evaluation completed h6 component code should be 765 only.